Event description:
It was reported that; when trying to remove the inserter from the already final fixed implantation construct, the lower part of the inserter dissolved. The cut was extended by 1cm and the instrument could be removed completely. Replacement was available and the procedure could be completed successfully. Sales rep was present during surgery.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The device was inspected and the tip was found to be deformed. No relevant manufacturing issues found upon device history review. Based on the risk file and the age of the device, possible root causes of the reported events are: "too much rotational force applied during rod insertion or removal" and "material wear and tear of instruments due to extended use".

Event description:
It was reported that; when trying to remove the inserter from the already final fixed implantation construct, the lower part of the inserter dissolved. The cut was extended by 1cm and the instrument could be removed completely. Replacement was available and the procedure could be completed successfully. Sales rep was present during surgery.